Manufacturer narrative:
It was reported that the equipment in machine control mode was found not be able to be used, due to the timely discovery of the device did not result in any injuries. After investigation, when the motherboard's built-in lithium (coin) battery has failed (expired ram battery), there will be loss of all calibration data. And will lead to software stops automatic ventilation due to loss of calibration data. There was no calibration data as the operational parameters of the fabius software, therefore fabius plus stops automatic ventilation. Software then will issue vent fail alarm. Written in IFU: replacement of ram battery every 3 years as part of periodic maintenance. Fabius plus anesthesia device 8606800 sn (B)(6) was first produced and tested in sdmi in may. 2009, and has been used in hospital more than ten years. The maintenance and the usage conditions are unknown. It was possible that the user failed to (regularly) maintain and replace the coin cell batteries on the main board as required by the IFU. The user facility should perform the maintenance in a timely manner and in accordance with the requirements of the manual.

Event description:
It was reported that the equipment was found not machine controllable, no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the equipment was found not machine controllable, no health consequences have reportedly occurred.